Event description:
The surgeon experienced suture breakage during knot tightening. After implantation, the sutures broke free from the t.all three t1 implants remain in the patient. The surgeon was able to successfully complete the procedure using two back up fast-fix devices. A delay of 15 minutes was reported.